Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member was reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 40 mg/dl and 42 mg/dl. Customer stated that insulin pump had a compromised force sensor system alarm. The drive support cap was normal. Customer stated the insulin pump was bumped nor dropped. The device will be returned for analysis.